Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with both hyperglycemia and hypoglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod for longer than 48 hours. The patient reports upon waking up in the morning their blood glucose level was over 400 mg/dl. The patient reports while at work their blood glucose level had decreased to 35 mg/dl. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with glucagon shots as well as intravenous fluids. The patient was at the hospital emergency room for 18 hours.